Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented set would not infuse. It was further reported that an unspecified 18-gauge needle was utilized to vent and allow the medication to infuse. This issue was identified during acetaminophen infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.